Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not turn on after charging for over an hour. Different usb cables, wall chargers and outlets were used. After troubleshooting with tandem technical support the pump turned on. Customer required no further assistance. There was no reported impact to blood glucose.